Manufacturer narrative:
Product ID: 3877-45, lot# b0947764k, product type: lead. (B)(4). Final device analysis of the lead revealed the following: all conductors were broken 17.5 cm from the distal end of the lead.

Event description:
It was reported the patient's stimulation had ceased. It was also stated that upon lead revision, an abnormality was noted on the lead structure. It was reported the lead was replaced due to breakage and there was no patient injury. It was stated the patient recovered fully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3877-45, lot# b0947764k, product type: lead. (B)(4). Final device analysis of the lead revealed the following: all conductors were broken 17.5 cm from the distal end of the lead.